Manufacturer narrative:
The system power supply was returned and visually inspection. The inspection confirmed that a component on the power supply had burnt however the cause of the component burning out was not able to be determined. Evaluated. A reveiw of the batch records was conducted and no non conformances were identified.all pertinent information available to amo has been submitted. Placeholder.

Event description:
The clinic reported that the system shut down when attempting to scan a patient and smoke was observed coming from the computer. The clinic indicated that they had experienced difficulty in turning the system on.

Manufacturer narrative:
The amo service representative evaluated the system at the customer location and found the power supply board was faulty. There was no evidence of burning or fire observed. The power supply was replaced and the system tested. No further issues observed. All pertinent information available to amo has been submitted.